Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest glucose of 417 mg/dl after an infusion set change, disconnected from the system, disposed of the initial supplies, and subsequently switched to a different infusion set while confirming tubing flow with a fill-tubing check; the device problem and component could not be fully characterized due to insufficient information. Symptoms included hyperglycemia, confusion/disorientation, dizziness, and dry mouth. Outcomes included minor injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and the device problem and component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.